Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5x16mm drug eluting stent to the 90% stenosed lesion located in the moderately tortuous and noncalcified mid right coronary artery (rca), but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that the stent strut was raised. The procedure was completed using another taxus stent. No patient complications were reported. Patient status post procedure is noted good.